Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Additional information added to fields d9, h2, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reported issue of burn was not confirmed while the reported broken/damaged fiber was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the complaint investigation findings point to the damage being likely linked to the way in which the device was handled and/or other procedural factors. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during a ureteroscopic laser lithotripsy procedure. The fiber broke, when the doctor was lasering a stone, on pulling the fragment out with a basket. When he fired a laser, the thumb was injured. The procedure was delayed by 15 minutes. No medical intervention was required. The procedure was completed with a similar device with the different lot number. There was no report of any treatment given to the physician to preclude permanent injury/harm, or any life-threatening event/injury reported. No reports of any extended hospital stay. There was no serious deterioration in the state of health of the user. Though the procedure was prolonged by 15 minutes, the delay is unlikely, to cause any adverse impact to the patient. And no indication of any patient harm reported. And that the procedure was completed.